Event description:
It was reported to philips that the system failed to boot due to a graphics card error identified on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Graphics card replugged; device returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).